Event description:
It was reported that the insulin pump alarmed no delivery excessively during bolus attempts. The customer stated that his blood glucose reading the night prior to the call was 197 mg/dl before bed, and he woke up with a blood glucose reading of 294 mg/dl. He stated that he tried to bolus for that, and every time he attempted to, the insulin pump would shut off. He reported that he changed the infusion set twice, noting that this did not resolve the issue. He reported that insulin came out from between the tubing connector and reservoir, but later advised that he had fixed this issue, although insulin would not exit the other end. Upon troubleshooting, insulin did exit the tubing during a fixed prime, and the insulin pump alarmed no delivery. After the plunger push, it was determined that the no delivery alarm had been caused by an infusion set or reservoir occlusion. Advised replacement of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.